Event description:
It was reported that the left ventricular (lv) lead dislodged after a device change-out. During the replacement procedure, the lv lead was removed. A new lead was attempted but not used due to diaphragmatic stimulation. The lv lead was removed and another model lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the proximal conductor of the lead became extrinsically fractured due to a cut and visual summary analysis of the lead indicated apparent explant damage. Concomitant products: dtba1d1 biv ICD, implanted: (B)(6) 2014; 4592-45 lead, implanted (B)(6) 2009. (B)(4).